Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that fatigue from cardiac dynamics and motion in the months after the procedure resulted in the reported fractured stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly an additional stent was used to treat the fractured stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A xact carotid stent was implanted without issue on (B)(6) 2023. On (B)(6) 2026, it was noted that the stent had fractured. An additional stent was used to treat the fractured stent. No additional information was provided.